Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was in critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was in critical override. A field service engineer (fse) assisted the technical support centre (tsc), then replaced the pocket c3 as per tsc. After that the fse was unable to recreate error. Then the tsc reseat the cables. Then the customer changed the network cable, the tsc ran ping -t and the test was ok. The system functioned as intended after the technical support centre troubleshoots the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was in critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.